Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that communication was lost between the monitor and pump. The case started ok and then lost pressure readings. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.